Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the alleged event during normal power usage. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported an 840 ventilator with inoperable compressor during power outage while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.